Manufacturer narrative:
Additional device product codes: hrs and jdp. Product code: 02.231.280, lot number: 72p9763, manufacturing site: (B)(4), release to warehouse date: october 6, 2020. A manufacturing record evaluation was performed for the not sterile lot number, and no non-conformances were identified. Visual inspection: the 5.0 va lck scrw/s/tap /80 (p/n: 02.231.280 & lot #: 72p9763) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the threads of the screw appears little deform. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: the dimensional inspection was not performed due to post manufacturing damage. Document/specification review based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. No design discrepancy is found. Complaint confirmed? Yes, the threads of the screw was deformed. Hence overall complaint is confirmed. Investigation conclusion the complaint condition was confirmed for the 5.0 va lck scrw/s/tap /80 (p/n: 02.231.280 & lot #: 72p9763). The potential cause of the issue cannot be confirmed as the locking screw would have experienced unintended forces after implantation due to plate bent. However it cannot be confirmed. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that patient's periprosthetic knee fracture was treated initially on (B)(6) 2021 with a left 10 holes variable angle (va) condylar plate. Post op x-ray taken at 2 weeks revealed that the plate is bent and the femur reduction is lost. The revision surgery was performed on (B)(6) 2021 where the plate was removed and a new 14 holes va condylar plate was implanted and fracture was reduced. This report is for one (1) 5.0mm variable angle locking screw/slf-tpng/strdrv/80mm. This is report 2 of 2 for complaint (B)(4).